Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for/around forceps elevator at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing on (B)(6), the evis exera iii duodenovideoscope tested positive for over 1 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This medical device report (MDR) is being submitted to capture the positive culture.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process. During pre-cleaning the customer suctions water from the channels and flushes out the air/water channel, auxiliary washing channel, the balloon channel and the forceps channel. The customer used detergent during pre-cleaning. During manual cleaning, the customer uses detergent aniosyme synergie 5 and brushes the operating/suction channel, the suction piston, the port of the operating channel and the distal end/area around the elevator using asept inmed brushes, reference number (B)(4). The customer hangs the scope horizontally in a storage cabinet that has a drying function (soluscope des 8000) and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated all channels of the scope were cultured on 19feb2023 and over 1 colony forming units (cfus) of pseudomonas aeruginosa were identified. A second sampling was taken on 01mar2023 and less than one (1) cfus of microorganisms were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation revealed the following findings: light guide rod lens was chipped, charge-coupled device (ccd) cover lens was cracked, bending section cover adhesive was separated and discolored, bending tube metal braid had exposed cutting wire, connecting tube had a scratch, bending tube had restricted movement, reduced/low angulation and the biopsy channel was worn. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.